Manufacturer narrative:
Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter; product ID: 8784, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. The returned catheter (sn: (B)(4)) was subjected to a series of standard tests that include visual inspection, patency testing and pressure testing. Analysis identified an occlusion in the catheter body which was consistent with dried drug, blood or other foreign material. The previously reported method code no longer applies to this event and has been updated. The previously reported results code no longer applies to this event and has been updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-aug-22, additional information was received from the healthcare professional (hcp). The cause of the occlusion at the catheter tip was unknown. The patient regained effective therapy after their catheter was replaced. The patient was receiving fentanyl (2,000 mcg/ml, 96 mcg/day) and bupivacaine (20 mg/ml, 0.9mg/day).

Manufacturer narrative:
Concomitant medical products: product ID: 8782, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter, product ID: 8784, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(4), ubd: 24-apr-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from an healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving an unknown drug via an implantable pump for non-malignant pain and other non-malignant pain. The patient experienced a loss of therapy beginning on an unknown date and had a catheter revision performed on (B)(6) 2019. The rep stated that the catheter tip was occluded. A catheter from another manufacturer was implanted. No further information provided.